Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and the delivery system was not returned to the manufacturer for analysis. Intraprocedural or post-procedural images were not provided for review; therefore, the alleged product issue cannot be confirmed.

Event description:
It was reported that upon deployment of a fred jr. In the right m1 segment to treat a giant aneurysm, the stent did not appose well to the vessel. A balloon inflation was performed within the stent, and the stent was completely expanded to the vessel wall, resulting in good distal flow. There was no reported patient injury.